Event description:
New information received notes an error in programming device made by the health professional prior to implant caused accelerated battery depletion.

Event description:
It was reported that the patient presented for follow up with premature battery depletion exhibited by the implantable cardiac monitor (icm). Further information was requested but not received.